Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia procedure, on fixation, the device fired for 8 tacks and then stopped. There were no fired tacks able to penetrate the tissue. Opened a new device to complete the procedure. There was no patient injury.